Event description:
It was reported that usb cable does not charge the pump. The customer was able to successfully charge the pump with an alternate cable. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. Customer suspected that cause of high bg may be due to not delivering an appropriately sized meal bolus, but could not confirm. A correction bolus was delivered to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.